Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram with intervention of the lower extremity, an advance 18 lp low profile balloon catheter¿s balloon ruptured at twelve atmospheres. An unspecified 5-french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon one time to twelve atmospheres within a lesion in the superficial femoral/popliteal arteries; however, the device ruptured approximately fifteen to twenty seconds into the inflation. The anatomy was moderately stenosed. The balloon was not inflated within a stent. The balloon catheter was removed by itself, and another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an angiogram with intervention of the lower extremity, an advance 18 lp low profile balloon catheter¿s balloon ruptured at twelve atmospheres. An unspecified 5-french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon one time to twelve atmospheres within a lesion in the superficial femoral/popliteal arteries; however, the device ruptured approximately fifteen to twenty seconds into the inflation. The anatomy was moderately stenosed. The balloon was not inflated within a stent. The balloon catheter was removed by itself, and another balloon was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the lot. The product IFU instructs ¿apply negative pressure to lumen labeled ¿balloon¿ prior to introduction. Advance the balloon dilation catheter counter-clockwise over a per-positioned .018 (0.46 mm) wire guide.¿ the IFU also states ¿if balloon pressure is lost and/ or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The patient¿s moderately stenosed anatomy may have contributed to the rupture; however, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.